Event description:
A patient reported their implantable neurostimulator stopped working. No patient symptoms were reported. An inquiry was made regarding MRI eligibility. The indication for implant was post laminectomy pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.